Event description:
Pace medical was notified on may 19, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer complained that the device was not sensing in the vvi mode. Customer's complaint was confirmed. The analog board was replaced as part of the system's electronic module. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for failure: unknown: possible trace failure in the printed circuit board. This may have been caused by a sudden impact.